Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this ICD was performed. A visual inspection of the device header and case noted no anomalies. Measurements were taken on each port to ensure they are the specified size and that the is-1 pin has proper contact when inserted. The ports on this device were found to be within specification. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis could not confirm the field observations of difficulties inserting the lead into the header. This device met all specifications and is operating as designed.

Event description:
Boston scientific crm received information that during the implantation of this implantable cardioverter defibrillator (ICD), there were difficulties securing the right ventricular defibrillation lead into the header. The terminal pin kept coming out of the header after engaging the setscrew. After several attempts, the lead was properly secured. The ICD was successfully implanted and remains in service. No adverse patient effects were reported. At a later date, this ICD was explanted and returned for disposal. There were no allegations or adverse patient effects associated with the explantation.